Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. The patient's accolade ii stem and biolox femoral head were revised to a restoration modular stem construct with competitor cables and a new femoral head. Rep confirmed that there are no allegations against the revised head and provided the primary usage sheet, and also confirmed that no further information will be available.